Event description:
It was reported that there is pocket stimulation on the atrial, right ventricular and left ventricular leads independently. The output on each lead was reprogrammed. The device and leads remain in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.